Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited atrial channel oversensing of ventricular signals, resulting in false positive atrial tachy response (atr) events. Technical services (ts) recommended reprogramming optimization. No adverse patient effects were reported. This pacemaker remains in service.